Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the device had an issue where all users were unable to login to multiple stations. A technical support specialist (tss) checked the user account in active directory using power shell and found that the account was disabled due to inactivity by the active directory team. The tss advised the customer to contact the hospital information technology (it) team and suggested the it team to push the connection again to the device server. The tss found the user existed in the database, but the information was not populating on the enterprise server website. The customer acknowledged the recommendation, and the case was closed. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all users were unable to log in across multiple stations. The customer stated that the stations displayed the message "user does not exist." It was noted that additional stations may have been affected, potentially including all pyxis anesthesia devices. The customer also reported that no users were visible on the es server. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.